Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that within the last week the patient saw "please call medtronic" with no other information on the screen. The patient stated that the screen pops up and then goes away on its own and the patient continues to charge as normal. Today the screen showed a software problem: 1- intellis, 2- 3.0, 3- 243, 4- qf_port, and was unresponsive. The patient was instructed to reset the controller, which resolved the reported issue. The patient mentioned that following the reset, the controller indicated "finished" despite the ins only being 60% charged. The patient was assisted with starting a normal charging session and the inquiry resolved. The patient also mentioned that they have reynard's syndrome in their fingers and had surgery on them, but this was not indicated to be related to the device/therapy. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from a consumer. The patient asked if the software problem could have been caused by the patient's ins, and stated that "my implant has been hurting me quite a bit lately". The patient stated that the pain they have "has gotten almost unbearable". The patient was working with a healthcare professional (hcp) to address the pain. It was noted that the ins has both new and old parts, as appears on the patient record. No further complications were reported or anticipated. Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the software problem was continuing. The patient would only be able to charge for 30 seconds. The patient would have to repeatedly reset the controller. The patient further reported the recharge telemetry module felt like it was burning her back, and the wire was split. The patient stated she was in her worst pain since implant. The patient stated she is not sure if something has moved. The patient was redirected to her hcp. There were no reported complications and no further complications were expected. Additional information received stated that the ins was not causing the reported pain, and she had pain because of the shape of her spine, and this had nothing to do with the ins. The patient reported she had pain related to the recharge telemetry module cord burning her, but this was resolved by the new recharge telemetry module. The patient stated that as she thinks the issue was with the recharge telemetry module cord she is therefore sending back the new controller and also the broken recharge telemetry module. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the insulation pulled away and the wires were exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.